Manufacturer narrative:
A4-a6:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient still experienced low vault. The replacement lens did resolve the problem. Reportedly, "all good low vault is still existing. Patient will be monitored." Lens remains implanted. If any additional information is received, a supplemental medwatch report will be submitted. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.